Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was displaying an occlusion error. In an attempt to resolve the issue, the patient rotated her cannula site, she then changed the cannula and tubing, before then changing the cartridge. The device continued to alarm with occlusion errors. The patient experienced elevated blood glucose levels and was taken to the hospital. At the hospital the patient's blood glucose was 29.7 mmol/l. It was reported that the patient was in the "resuscitation area" for 3 hours and was treated with saline potassium. The patient's blood glucose level has come down to 11.6 mmol/l. They are hopeful that the patient will be discharged from the hospital on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.